Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure on an obese patient. The stapling device was being applied to the gastric body. There was a problem unloading the device. The stapler was ready to fire but did not work. The clip did not allow the shot. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, changed to a different reload. There was no patient harm. The patient outcome is alive, no injury.